Event description:
Rptr had a 500cc expander in her body from 11/93 - 6/94 due to a sub-mastectomy. Rptr does not believe expander caused her bone problems nor does she believe 18 radiation treatments caused this problem. Now limited and disabled to certain things in her job. Rptr bones become painful. Rptr can still function, and is currently holding down a full time job. She does not know if she has nerve problems. She has not gone to a neurologist. She doesn't know how much saline was actually put in exander. Dr documented 540cc. She complained a lot about this but surgeon told her it would mess up elasticity and her breast wouldn't be right if he took it out. He held up a copy of a brochure of a teardrop and told her it should look like that picture if she left it in. Dr told rptr at another time that her implant was backordered. Surgeon knew she was hurting with pressure. Rptr called dr's office and his nurse got on phone and rptr told her she was suffering and felt like she was going to die with that expander in and nurse told rptr it was either wait for the back-order, or put silicone gel in. He pumped saline in in his office and rptr remembers when he pumped it in he let some of it overflow and go into her body and she felt "sick on my stomach" for a few days. These bone injuries are not co's fault. There is a scar tissue capsule in pathology lab. Expander came out in 6/94 and at that time an implant was placed and rptr was told expander was broken in her body. Expander was not sent to pathology. Implant was placed in a six and a half month old scar tissue capsule. Dr just stuck it in there, he did not score or do anything to it. In 7/94 dr informed rptr she might need an open capsulotomy and told her there was 120cc in her implant. She complained to him of her ribs hurting and how sore it was under left top right of implant.(*)